Event description:
Gyrus acmi halo pks cutting forceps would only coagulate sporatically during procedure. This problem remained constant even if the amount of tissue being coagulated was adjusted. This device was then exchanged, and the procedure completed with another "like" device. Reason for use: laparoscopy, pelviscopy with laparoscopic right salpingo.